Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk) the device failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.